Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the coagulation function was outputting a cutting function, resulting in patient being cut and undone ligation of vascular bleeding. It was further reported that there was a slight surgical delay to get the new bovie. The procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.